Event description:
It was reported that during initial implant procedure, the right ventricular (rv) lead helix exhibited a helix extension anomaly prior to use. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2021. The patient status was unknown.

Manufacturer narrative:
The reported event of lead screw was out before using lead was not confirmed. As received, a complete lead was returned with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The cause of the reported event was due to over torque of the inner coil consistent with procedural damage. No other anomalies were found.